Event description:
Staff members were using co's defibrillator (serial number unk), and pads to treat a 50 yr old male pt. The pt required defibrillation. The staff defibrillated the pt at 200j and 300j and the staff indicated that the pt "did not move". They charged the unit to 360j and discharged the unit. The unit's monitor screen displayed an "electrodes off" message. The staff obtained another (serial number unk). The unit's monitor screen displayed an "electrodes off" message when the staff attempted to discharge the unit. There is no indication of any adverse effect on the pt.

Manufacturer narrative:
The biomed technician indicated that the stat padz had been disposed of, and would not be returning to the MFR for evaluation.